Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2007 product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 13-jun-2008, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving prialt (ziconitide, snx-111) (25 mcg/ml at 1.25 mcg/day) via an implantable pump for non-malignant pain, chronic low back pain, and spinal pain indications. It was reported that the patient was having a catheter revision due to a loss of therapy and the inability to aspirate from the cap (catheter access port). The hcp was replacing a 8709 catheter with a 8780 ascenda catheter and when the hcp deployed the anchor, the catheter fractured. Discussed the metal tub on the deployment tool. The rep stated that the intrathecal end of the catheter was now inside the intrathecal space and the hcp was unable to remove. The rep later noted that they finished the case with a new catheter and the drug changed now from prialt to morphine. It was noted that the hcp spoke to a neurosurgeon and they are planning on leaving the migrated piece of catheter in the intrathecal space and will address as needed. The rep also reported that after the procedure, the patient was admitted to ICU (intensive care unit) for altered mental status. The hcp turned the pump down to minimum rate and the patient has improved. The rep noted that that the hcp plans to clear the prialt from the pump at a future date (likely doing a removing system contents procedure) and only deliver morphine.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6), implanted: (B)(6) 2007, explanted: product type catheter product ID 8780 lot# serial# (B)(6), implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8709 lot# serial# (B)(6), implanted: (B)(6) 2007, explanted: (B)(6) 2022, ubd: 2008-06-13, UDI#: (B)(4), product type catheter, product ID 8780, lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: ubd: 2024-08-25 UDI#: (B)(6), product type catheter h3. Analysis of catheter serial # (B)(6), revealed a broken catheter body. It also revealed damage in the seal material in the cup of the sutureless connector. The damage did not result in a leak. Analysis of catheter serial # (B)(6), revealed that damage occurred to the catheter body and/or guidewire during the implant procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the inability to aspirate from the cap was not determined. The patient's weight was asked but unknown.